Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient at presentation on (B)(6) 2016 was afebrile but his lab results at onset : wbc count was 17.0. Vitals signs: temp=37.1c, hr=80, map=46 he was hypotensive and required ivf, levophed x1day and dobutamine for a few hours, which were discontinued (B)(6) 2016. Blood cultures were drawn, and he was started on vancomycin and zosyn. Ultrasound of the gall bladder was consistent with cholecystitis. The patient was therefore evaluated by general surgery and an ir guided cholecystostomy tube was placed on (B)(6) 2016 with improvement of leukocytosis. The patient's blood cultures returned positive for klebsiella, and infectious disease was consulted for assistance with management. They continued patient on zosyn alone (3.375mg q8h) until (B)(6) 2016. No additional information available. Reported via the clinical database, that the patient at presentation on (B)(6) 2016 was afebrile but his lab results at onset : wbc count was 17.0. Vitals signs: temp=37.1c, hr=80, map=46 he was hypotensive and required ivf, levophed x1day and dobutamine for a few hours, which were discontinued (B)(6) 2016. Blood cultures were drawn, and he was started on vancomycin and zosyn. Ultrasound of the gall bladder was consistent with cholecystitis. The patient was therefore evaluated by general surgery and an ir guided cholecystostomy tube was placed on (B)(6) 2016 with improvement of leukocytosis. The patient's blood cultures returned positive for klebsiella, and infectious disease was consulted for assistance with management. They continued patient on zosyn alone (3.375mg q8h) until (B)(6) 2016. No additional information available.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.